Event description:
Consumer called to report her meter is not consistent with how she is feeling or when she compares the readings to other meters. She is pregnant and has been hospitalized (unclear if hospitalization is meter related) and won't be discharged until her blood sugar is stabilized.